Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the tablet device was unable to interrogate a demo device. An ¿unable to open port¿ error message was observed. It was confirmed that the tablet was not plugged into the power adapter and that the programming wand battery was good. A hard reset was performed but the issues continued. It was noted that the usb adaptor was loose. A replacement usb adaptor was provided but the suspect usb adaptor has not been returned to date.

Event description:
Tablet serial cable received for analysis on 02/13/2015. Product analysis for the motion tablet serial cable was completed and approved on (B)(6) 2015: category information revealed the usb to db9 cable was returned for the following alleged reason: ¿mechanical problem, serial adapter/cord failure¿. An analysis was performed on the returned usb to db9 cable and a likely cause for the reported allegation was identified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. The cable will be sent to the manufacturer for further analysis. No other anomalies were identified.